Event description:
Customer reported an unknown cause for a high blood glucose level, which was only indicated as "high" by a continuous glucose monitor. Although initially high, blood glucose level was at 68 by the end of the call, which is within a manageable range. The customer administered a correction injection via multiple daily injections and consulted technical support to verify the pump's functionality. The customer did not wish to pursue further troubleshooting or check the infusion set during the call. Technical support confirmed the pump was not suspended and explained the control iq feature. The customer confirmed understanding and required no further assistance.